Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A total of one-hundred incident lot samples were returned from the customer for evaluation purposes. All one-hundred incident lot tubes were visually inspected for breakage upon receipt. No breakage was noted in any of the incident lot tubes returned from the customer prior to sample collection. Twenty-five incident lot tubes were randomly selected for testing. No difficulties were encountered during sample collection and all incident and control lot tubes appeared to exhibit proper fill with potassium chloride. There was no evidence of breakage in any of the incident and control lot samples following centrifugation. The twenty-five incident and control lot tubes performed as expected and no product issues were observed during the clinical investigation. This complaint is not confirmed for breakage in centrifuge. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd was not able to duplicate or confirm the customers indicated failure mode.

Event description:
It was reported that the device, 13x100 mm 5.0 ml bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ closure, broke while in the centrifuge. No medical intervention or injury reported.